Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded loose drive support disk. The device had cracked case at display window corner, cracked reservoir tube lip, cracked belt clip slot, and minor scratched display window.

Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 279 mg/dl. The customer also stated they were unable to exit from the preparing to prime loop on their insulin pump. Troubleshooting found the customer's drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.